Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). Patient reported that another patient, who was implanted on (B)(6) 2005 had the same issues. Their device failed and they had unexplained shocks, pressure, and lower back pain. It was noted that they had a 3058 that had been recalled in 2007 and that caused a class ii recall and 3 more. No other patient information or event details were provided. No further complications were reported or anticipated.